Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) inquiry was received for suspected premature battery depletion. Review of device data indicated ipg did not meet its expected longevity. The ipg remains in use. Subsequently, the ipg was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. The device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Off-site hybrid testing and evaluation demonstrated normal operation with nominal current drain levels and functionality. No hybrid anomalies were found. Off-site battery chemical analysis value is within the calculated tolerance curves it can be concluded that the cell discharged normally. No problems were found with the cell. If information is provided in the future, a supplemental report will be issued.